Manufacturer narrative:
(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in may of 2018. The returned device was evaluated and found that the jaw mechanism did not activate when the handle mechanism was squeezed thus we are able to validate the alleged complaint. Further evaluation showed that after disassembly of the instrument the drive rod end that activates the jaw mechanism was twisted/broken off of the rest of the drive rod. We are unable to determine how the drive rod became twisted and broken but mishandling of this device at the end users facility is suspected. All instruments produced at this facility are 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line.

Event description:
It was reported that the applier is not holding or locking the clips properly.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier is not holding or locking the clips properly.